Event description:
An article was received for review called: vns in pts with previous unsuccessful resective epilepsy surgery: antiepileptic and psychotropic effects. In the article, it mentions one pt died one month after vns implantation from sudep. No further info was reported on the pt in the article. Exact date of death unk. Article reporting on pt implanted with the vns between 1994-1999. The relationship of their death to the vns is unk.

Manufacturer narrative:
Kourtromanidis m. Vns pt with previous unsuccessful resective epilepsy surgery: antiepileptic and psychotropic effects. Acta neurol scand 2003:107:117-121.